Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst due of heavy calcification. The device was removed, and the procedure was completed using a different device. There were no patient complications, and the patient remained stable post-procedure.